Event description:
It was reported that this lead exhibited oversensing resulting in delivered inappropriate anti-tachycardia pacing (atp). This lead was also noted to have exhibited noise. Boston scientific technical services (ts) recommended performing an x-ray and provided further troubleshooting options. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).